Manufacturer narrative:
Dr. (B)(6) said he was able to move the leads and battery. Nothing was explanted.

Event description:
Dr. (B)(6) called to say that he is rolling patient (B)(6) back for a lead revision. (B)(6) developed a granuloma and was being treated. It progressed to having the lead exposed.